Event description:
It was reported that the patient experienced shocks at the ipg site. The shocks stopped when therapy was shut off. As a result, the lead was explanted and replaced on (B)(6) 2019. Issue resolved.